Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, pictures has been sent and analyzed by technical support. After restart-up, the system asked to perform factory reset (default settings) and ventilation goes back to normal but the memory really does not have enough space. It was determined that the root cause one of the ssd card need to replace. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 neo has windows screen that has an alert internal memory does not have enough space, and it stopped running at same time during startup period. The customer confirmed that there was no patient involvement associated with the reported event.